Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email that the freestyle libre sensor detached prematurely while out of the home. The customer stated that "my husband helped me in that situation", and no further information was provided. The customer has been requested to provide additional details, but thus-far has not responded. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. The adhesive was returned, and no issues were observed with the adhesive. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email that the freestyle libre sensor detached prematurely while out of the home. The customer stated that "my husband helped me in that situation", and no further information was provided. The customer has been requested to provide additional details, but thus-far has not responded. There was no report of death or permanent injury associated with this event.